Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user began using the ilet and was awakened by a persistent low glucose alert that was not acknowledged, with sensor glucose at 66 mg/dl for approximately five minutes, after which the user treated with oral carbohydrates (candy and crackers) and reported glucose rising to 128 mg/dl. Symptoms included hypoglycemia. Outcomes included transient hypoglycemia that resolved with oral glucose. Troubleshooting and education were completed. Investigation included case review. Investigation of this case revealed no confirmed device malfunction based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.